Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the defib won't pass self-test. There was no reported patient involvement.